Manufacturer narrative:
It was confirmed that there is no alleged malfunction on the unit involved and that this complaint was entered in error.

Event description:
It was reported via repair work order that the brakes could not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.